Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a MRI technician regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient¿s implantable neurostimulator (ins) had been removed on (b)(6 2017 possibly because the ins was dead and had not been working. It was further reported that the partial lead was cut and left in with the ins; it was unknown why the system was partially explanted. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.